Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016with the following findings: the pump powered on with a replace battery alarm that could not be cleared. The pump as opened and an internal component was found to be defective. The audio bolus button was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that a single component had failed. This report is made based on results of investigation completed on (B)(6) 2016.